Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced hypoglycemia (25 mg/dl) and was found at home unconscious; cause was unknown. Customer was given juice and ultimately hospitalized. Reportedly, customer was treated with intravenous fluids, heater to bring body temperature up, and liquids to raise blood pressure. Customer developed a blood infection which was treated (specific treatment not provided). Customer was discharged (B)(6) 2019 with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy. Tandem technical support reviewed pump data and found that the pump date was incorrect. Pump data also showed that customer's blood glucose was low throughout the day of event and basal iq suspended as intended. Customer delivered a bolus when blood glucose was in the 70 mg/dl range and blood glucose dropped to 40 mg/dl. Multiple attempts were made to follow up with the customer; however, the customer did not respond to tandem technical support.